Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had diminishing r waves and exhibited noise. The plan was to replace the lead. Additional information obtained from the field which indicated that the lead was explanted. No additional adverse patient effects were reported.